Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. Product ID: 5076-45, lead, implanted: (B)(6) 2006. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was listed as deceased. The implanted system was returned with no information, and the right ventricular (rv) lead subsequently tested out of specification. No further information could be obtained through follow-up.